Event description:
It was reported that a progav 2.0 (#fx431-t) was implanted during a procedure. According to the complainant, the valve had adjustment difficulties. The patient underwent a revision procedure. The complained product will be sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Conclusion information an investigation was not possible, because no product was returned for investigation. Based on the product documentation, we can exclude a defect at the time of delivery of the progav 2.0, our traceability indicates that the valve was in perfect condition. Regarding similar complaints where we could examine the products, we could determine that the most frequent cause for a deterioration in the function of the product is deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. A final clarification of the cause that led to non- adjustability is only possible by an examination.

Event description:
The complained product was not sent to the manufacturer for investigation.